Event description:
It was reported the telemetry wand connector seems damaged. Multiple wands used but not able to interrogate devices. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported connector issue; rf (radio frequency) head connector found loose on the lem (link electronic module) pcb (printed circuit board) assembly. Analysis also found the ECG (electrocardiogram) connector was loose on the lem pcb assembly. Power cord bay assembly, media bay door, and right hand keyboard hinge were found broken. The stylus was found pulled apart and the system fan was noisy. Product ID 229047 analyzer. (B)(4).